Event description:
On february 1, 2012, the lay-user/patient's husband contacted lifescan from the netherlands alleging the meter displayed an error 4 message with a one touch verio meter. The patient's husband did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and the test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's husband claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's husband did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k093745.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2012 the meter has passed testing with no faults found. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.